Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced an alert 38 motor stall during a restart attempt and was unable to proceed with therapy, including when attempting a rewind with an empty insulin chamber; visual inspection of the chamber appeared clear, and the device was deemed nonfunctional with replacement arranged and loss of water resistance communicated. Symptoms included no clinical effects reported. Outcomes included user education to maintain backup therapy, guidance to sync data, and instructions for device shutdown and return. Investigation included remote troubleshooting and education regarding the stalled motor condition. Investigation of this case revealed a consecutive motor stall consistent with a device mechanical malfunction affecting the insulin delivery mechanism. It was concluded, based on previously established findings for similar reports, that the cause was device mechanical failure of the pump motor system. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.